Event description:
It was reported that the patient and spouse noted elevated blood glucose and discovered an on-device alert indicating no insulin delivery due to an empty insulin cartridge; the ilet had been without insulin for several hours until the agent guided a supply change and cartridge replacement. Symptoms included hyperglycemia. Outcomes included resolution after supply replacement with no injury reported. Investigation included troubleshooting and user education conducted by the agent. Investigation of this case revealed that insulin delivery was not occurring because the cartridge was empty, consistent with no insulin available for delivery. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.